Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the light on the device failed during intubation.no patient injury reported.

Manufacturer narrative:
(B)(4). The results of the investigation found that it is possible for the light to flicker under specific usage conditions when the clinician applies force to cap of the laryngoscope handle. Based on these findings, teleflex has opened up a corrective and preventive action (CAPA) to investigate further.

Event description:
The customer alleges that the light on the device failed during intubation. No patient injury reported.